Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the balloon in a post-inflated state, and crimping marks were noted on the outer shaft and the balloon bond. Additional information: the device was not passed through a previously deployed stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a nanocross elite percutaneous transluminal angioplasty balloon catheter, was used for treatment of a plaque lesion in the left mid distal superficial femoral artery with a lesion length of 200mm, minimal tortuosity, and minimal calcification. A 6fr 10cm non-medtronic sheath and a .014 300cm nitrex guidewire were used. A non-medtronic inflation device with 50/50 contrast was used for balloon inflation. It was reported that the balloon would not inflate past 8 atm and a defective hub was noted. Deflation difficulties were also reported. Physician had to remove the non-medtronic inflation device and manually hook up a syringe to get negative pressure. After 5 minutes the balloon was finally deflated enough to pull through sheath. The device was safely removed from the patient. A 6x250x150 pacific plus percutaneous transluminal angioplasty balloon catheter was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.